Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, anterior capsule opacification was noted. The surgeon reported the pt showed a weak mydriasis, increased intraocular pressure (iop), and rigid pupil. A capsulorhexis was performed. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis ; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 03/31/2009.